Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevate blood glucose (bg) level, exact value was not provided. Customer delivered a correction bolus to address high bg. Reportedly, the customer miscounted the amount of carbohydrates they consumed and did not deliver enough insulin to cover the carbohydrates.